Event description:
It was reported that when using the bd pyxis¿ medbank mini, the employee was unable to log in to pyxis and received an employee not active error. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist found that there were two accounts associated with the same customer's name, reactivated one account, and activated the other. The specialist then asked the customer to try logging in again, after which the customer was able to access the cabinet successfully without any issues. The system functioned as intended after the technical support specialist troubleshot the device.